Manufacturer narrative:
This report is related to previously submitted reports with MFR numbers: 3007042319-2017-03103 and 3007042319-2017-02899. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for biventricular support in children and adolescents. One patient's intraoperative course of implant of a left ventricular assist device (vad) was complicated by hemorrhage necessitating a large volume of transfusion of blood products and anti-inhibitor coagulant complex. Renal function did not recover and they were initiated on hemodialysis on post-op day (pod) 3. The patient was extubated on pod 4. On pod 5, they developed right ventricular (rv) failure and a right vad was placed. They were extubated on pod 4 from the rvad implantation.  On pod 8, they developed pericardial effusion with tamponade and returned to the operating room for mediastinal exploration and evacuation of hematoma. The patient had ongoing respiratory insufficiency requiring bipap (bilevel positive airway pressure) and over the next several days developed signs of systemic inflammation in the absence of infection with fevers, elevated c-reactive protein (crp), and capillary leak with pulmonary edema and pleural effusion, briefly necessitating vasopressor support for low systemic vascular resistance. On pod 16, they required emergency intubation for respiratory failure. They underwent diagnostic cardiac catheterization on pod 18, which revealed elevated filling pressures. Filling pressures decreased with increase in lvad rate. The patient was extubated 3 days following the catheterization (pod 20) and was weaned from all respiratory support by day 31 of bivad support. Their course was complicated by renal failure, requiring renal replacement therapy for more than two months post-vad implantation and were able to stop dialysis on day 68 of bivad support. The patient had significant restrictive physiology and fluid overload. On day 145 of bivad support, the patient developed respiratory failure secondary to large pleural effusions. Subsequent diagnostic cardiac catheterizations (support days 146 and 160) revealed elevated wedge pressures, and did not significantly improve with changes in vad settings.  They eventually required re-initiation of renal replacement therapy on day 170 of bivad support. The patient underwent a heart transplant after 205 days of bivad support. No further patient complications have been reported as a result of this event.